Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, this patient's general practitioner was cleaning the patient's "radical cavity" and inadvertently extracted the electrode out of the cochlea. The device was explanted and a new one implanted in 2006.